Manufacturer narrative:
Additional information received 28-jun-19. Determined hospital staff frequently lies the burette flat on set up as well as during transporting patient which is against IFU instructions.

Manufacturer narrative:
Reference (B)(4). Complaint notification received from codman. Requests made for return of product. Additional information will be provided if product returns. Determined during submission of MDR 3010611950-2019-00035 follow up 1 that original submission of MDR 3010611950-2019-00035 was not properly uploaded therfeore the FDA did not receive the report.

Event description:
Unable to drain csf.